Event description:
The customer contacted stryker to report that their device would not provide compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After recalibration of potentiometer, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.